Manufacturer narrative:
On february 2, 2023, mentor became aware that the following information were erroneously omitted from the initial report sent on (B)(6) 2023: the patient also experienced bilateral breast deformity, in which they had to undergone bilateral capsulectomy and breast implant replacements on (B)(6) 2022. Complication on the right breast will be reported under mrn: 1645337-2023-02134. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the smooth high profile xtra 415cc breast implant was ruptured and received in two (2) parts. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 19-year old caucasian female patient underwent primary breast reconstruction with a 415cc mentor memorygel xtra breast implant on the left breast. Post-operatively, the patient suffered left breast implant rupture. As a result, the patient underwent breast implant removal and replacement surgery with a 415cc mentor memorygel xtra breast implant (catalog: shpx415 lot: 9775182 sn: (B)(4) on (B)(6) 2022.

Manufacturer narrative:
On january 19, 2023, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth high profile xtra 415cc breast implant was ruptured and received in three (3) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the rupture on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2025, mentor received additional information indicating that during the revision surgery on (B)(6) 2022, the right breast implant was not removed or replaced.